Event description:
It was reported that during a colostomy take down procedure, the surgeon was using the circular device to perform the anastomosis, when trying to close the device down on tissue, the anvil popped off. The surgeon replaced it with a new device of the same size and the anvil popped off again. He tightened it down on the tissue again and held the device and fired to staple. The device cut, but the staples did not form and were open ended. They opened an auto suture of the same style and still had leakage; at this time the surgeon decided to perform an ileoileostomy. Add'l time in the or was more than an hour. Pt was still in the hospital. Add'l info has been requested.

Manufacturer narrative:
Eval summary: device a arrived in good visual condition with staples present and with the breakaway washer uncut, indicating that the device had not been fired. The device was tested for functionality with a test washer, and it fired all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached to the device without any difficulties and did not detach during functional testing. It is possible that the anvil was not attached correctly to the device. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for add'l info. Device b arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties, and did not detach during functional testing. A batch record review was performed, and no anomalies were found during the mfg process. (Device b): other#= exp date= 12/2013. MFR date (device b): 01/2009.